Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has received the patient's returned products but the investigation has not yet been completed. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving the error 2 error message. The patient experienced no symptoms of high or low blood glucose levels and did not seek any medical attention or treatment. The meter and test strips were replaced. There was no adverse event associated with this issue.